Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was unable to attach to the pen. The following information was provided by the initial reporter: consumer reported that the pen needle will not attach to the insulin pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022 . H6: investigation summary customer returned a total of 38 used 4mm, 32 gauge nano pen needles. No teardrop labels were returned for lot identification. 30 of the pen needles were visually inspected prior to testing. 24 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent proper attachment of the pen needle. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen without issue. No damage found and the samples functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 24 pen needles had become bent on the non-patient side. This damage would result in the pen needle not attaching properly to the pen. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was unable to attach to the pen. The following information was provided by the initial reporter: consumer reported that the pen needle will not attach to the insulin pen.